Manufacturer narrative:
Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray indicator and x-stage was required to be replaced during a pm. The system then passed the system checkout and was found to be fully functional. No further analysis could be performed as the hardware devices/components were discarded. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: bi70000046 xray on indicator bi71000483 o1000 x-stage cover. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing that the x-stage cover is bent and the x-ray indicator light does not work properly. There was no patient present when this issue was identified. X-stage cover was replaced.